Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right atrial (ra) lead exhibited far-field rwave over sensing within atrial blanking as device expected function. Does not appear to be affecting device function. The ra lead remains in use. No patient complications have been reported as a result of this event.